Event description:
The patient sought medical attention on (B)(6) 2025, due to high blood glucose (bg) levels while wearing the pod. Symptoms included nausea, dizziness, thirst, and frequent urination. The diagnosis was diabetic ketoacidosis (dka), and treatment involved intravenous (IV) insulin and medication for nausea. The patient reported blood glucose (bg) levels around 600 mg/dl and was unable to give herself a bolus due to high bg levels. The pod was removed at the hospital as it was not working properly. The patient was discharged on (B)(6) 2025. There were no recent messages or alarms on the omnipod 5 app. The pink slide on the pod moved forward, and the cannula was inserted into the skin. There was no redness, swelling, or insulin leakage at the pod site. The patient did not check the cannula condition upon removal. Pods will not be returned as they were taken out at the hospital. Additional resources will be sent to the patient.

Manufacturer narrative:
Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g6. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626. [1] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755. [1] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158.